Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging nasal congestion, nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging nasal congestion, nasal irritation, sore throat,device is noisy related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device.a fine white contamination was found throughout the blower box of the device, suggesting a source external to the device.the manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found one erorr. The manufacturer concludes evidence of sound abatement foam degradation/breakdown was not observed in the base unit. In this report, section d9, g3, h3, h6 has been updated or corrected.